Manufacturer narrative:
Manufacturer narrative: no potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious event of foreign body reaction were considered expected and possibly related to the treatment. Serious criteria include the need for intervention to prevent a permanent damage to a body structure. The non-serious events of mass and swelling at the implant site were considered expected and possibly related to the treatment. The foreign body reaction has been confirmed by biopsy. Potential contributory factors include injection technique and multiple past filler treatments. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 14-oct-2019 by a nurse which refers to a female aged (B)(6). No information about medical history, concomitant medication has been provided. The patient had no known allergies. The patient had been receiving therapy with toxins and unspecified fillers since (B)(6) 2016 from the reporting nurse and from another injector before that. Concomitant treatment included restylane volyme to oral commissure with cannula on (B)(6) 2018 and (B)(6) 2019. The patient was last treated with toxin on an unknown date in july. On (B)(6) 2017, the patient received first session of treatment with restylane lyft lidocaine (lot 15396-2) 0.1 ml to mid malar base of each "indian line", distal end of the nasojugal fold with bows technique. On (B)(6) 2018, the patient received second session of treatment with unknown amount of restylane lyft lidocaine (lot unknown) to lateral cheek ligament with unknown needle and injection technique. On an unknown date in mid (B)(6) 2019, almost 2 years after the treatment with restylane lyft lidocaine, the patient experienced severe lump (implant site mass) and swelling (implant site swelling) under left eye. No one could see it but when she was lying down, it could be seen. The general practitioner referred her to ocular plastic department who suspected cancer, lymphoma and raft of other diagnoses. On (B)(6) 2019, biopsy of left medial orbital rim lesion was performed and it showed foreign body giant cell granulomatous reaction (foreign body reaction) around mucoid material. It was commented in the report that this might represent filler or other injected material. On an unknown date in (B)(6) 2019, surgical removal of the lump tissue was performed. 5 weeks post-surgery, the patient was healing. It was reported that there was still a tiny amount of filler adhered to a medial nerve and the surgeon did not want to touch it. The surgeon was not aware that it could have been dissolved. The reporter assessed the case as serious due to the surgical intervention required to prevent potential permanent damage. Outcome at the time of the report: lump/swelling was recovering/resolving. Foreign body giant cell granulomatous reaction was recovering/resolving.